Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus/migration of essure device location of device: uterus (left coil)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diazepam (valium), ibuprofen from (B)(6) 2017 to (B)(6) 2018, iron and loratadine (loratab). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headache"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/bleeding like crazy/abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and dental caries ("tooth decay"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), polycystic ovaries ("autoimmune diagnosed: polycystic ovarian syndrome") and vision blurred ("blurry"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("started bleeding very heavily/clots are coming out the size of golf balls"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), headache ("headaches"), dry mouth ("drymouth"), iron deficiency anaemia ("anemia"), asthenia ("feel very weak/ feel drained"), nervousness ("shaky"), nausea ("nauseous"), pallor ("pale"), weight fluctuation ("weight fluctuates") and abdominal distension ("belly swollen and hard") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, hypersensitivity, polycystic ovaries, psychological trauma, vaginal infection, fatigue, alopecia, dental caries, hormone level abnormal, headache, vision blurred, weight increased, dry mouth, iron deficiency anaemia, asthenia, nervousness, nausea, pallor, migraine, weight fluctuation and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, asthenia, dental caries, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, nervousness, pallor, pelvic pain, polycystic ovaries, psychological trauma, uterine perforation, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: if no removal planned: unable to afford surgery currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social medial: menorrhagia, asthenia, nervousness, nausea, pallor, abdominal distension, weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event belly swollen and hard was added. Annex f code changed. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus/migration of essure device location of device: uterus (left coil)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diazepam (valium), ibuprofen from (B)(6) 2017 to (B)(6) 2018, iron and loratadine (loratab). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headache"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/bleeding like crazy/abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and dental caries ("tooth decay"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), polycystic ovaries ("autoimmune diagnosed:polycystic ovarian syndrome") and vision blurred ("blurry"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("started bleeding very heavily/clots are coming out the size of golf balls"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), headache ("headaches"), dry mouth ("drymouth"), iron deficiency anaemia ("anemia"), asthenia ("feel very weak/ feel drained"), nervousness ("shaky"), nausea ("nauseous"), pallor ("pale"), weight fluctuation ("weight fluctuates"), abdominal distension ("belly swollen and hard"), chest pain ("chest pain") and palpitations ("heart palpitation") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, hypersensitivity, polycystic ovaries, psychological trauma, vaginal infection, fatigue, alopecia, dental caries, hormone level abnormal, headache, vision blurred, weight increased, dry mouth, iron deficiency anaemia, asthenia, nervousness, nausea, pallor, migraine, weight fluctuation, abdominal distension, chest pain and palpitations outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, asthenia, chest pain, dental caries, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, nervousness, pallor, palpitations, pelvic pain, polycystic ovaries, psychological trauma, uterine perforation, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: if no removal planned: unable to afford surgery currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social medial: menorrhagia, asthenia, nervousness, nausea, pallor, abdominal distension, weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus') and genital haemorrhage ('gen. Abnorm. Bleed/bleeding like crazy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and iron. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("started bleeding very heavily/clots are coming out the size of golf balls"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), polycystic ovaries ("autoimmune diagnosed:polycystic ovarian syndrome"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), dry mouth ("drymouth"), iron deficiency anaemia ("anemia"), asthenia ("feel very weak/ feel drained"), nervousness ("shaky"), nausea ("nauseous") and pallor ("pale") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, hypersensitivity, polycystic ovaries, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, dry mouth, iron deficiency anaemia, asthenia, nervousness, nausea and pallor outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, nausea, nervousness, pallor, pelvic pain, polycystic ovaries, psychological trauma, tooth disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: if no removal planned: unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-jul-2013: essure confirmation test (unspecified) results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social medial: menorrhagia, asthenia, nervousness, nausea, pallor. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. Reporter information, concomitant drugs added. Events: started bleeding very heavily/clots are coming out the size of golf balls, feel very weak, shaky, nauseous, pale added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), polycystic ovaries ("autoimmune diagnosed:polycystic ovarian syndrome"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), dry mouth ("drymouth") and iron deficiency anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, hypersensitivity, polycystic ovaries, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, dry mouth and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, pelvic pain, polycystic ovaries, psychological trauma, tooth disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: if no removal planned: unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Category of case changed to incident. Patient demographic added. Event injury is replaced by pain. New events dysmenorrhea (cramping), abdominal pain, anemia, general abnormal bleeding, allergy: rash/skin condition, hypersensitivity, autoimmune diagnosed: pcos, psych injury, migration/perforation: uterus, bladder/urinary problems: vaginal infect, fatigue, hair loss, dental problems, hormonal changes, headaches, vision problems, weight gain and dry mouth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus/migration of essure device location of device: uterus (left coil)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen from september 2017 to january 2018 and iron. On (B)(6) 2013, the patient had essure inserted. In june 2014, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headache"). In may 2015, the patient was found to have weight increased ("weight gain"). In july 2017, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/bleeding like crazy/abnormal bleeding (general)"). In august 2017, the patient experienced alopecia ("hair loss") and dental caries ("tooth decay"). In september 2017, the patient experienced pelvic pain ("pelvic pain"), polycystic ovaries ("autoimmune diagnosed:polycystic ovarian syndrome") and vision blurred ("blurry"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("started bleeding very heavily/clots are coming out the size of golf balls"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), headache ("headaches"), dry mouth ("drymouth"), iron deficiency anaemia ("anemia"), asthenia ("feel very weak/ feel drained"), nervousness ("shaky"), nausea ("nauseous") and pallor ("pale") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, hypersensitivity, polycystic ovaries, psychological trauma, vaginal infection, fatigue, alopecia, dental caries, hormone level abnormal, headache, vision blurred, weight increased, dry mouth, iron deficiency anaemia, asthenia, nervousness, nausea, pallor and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, dental caries, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, nervousness, pallor, pelvic pain, polycystic ovaries, psychological trauma, uterine perforation, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: if no removal planned: unable to afford surgery currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social medial: menorrhagia, asthenia, nervousness, nausea, pallor. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event vision problems was updated to blurry and dental problems was updated to tooth decay. New events were added: nickel allergy and migraines/headaches. Onset date of event was added: abnormal bleeding (general), hair loss, polycystic ovarian syndrome, pelvic pain and weight gain. Severity of pelvic pain was added. Event migration/perforation (uterus) was clubbed with migration of essure device location of device: uterus (left coil). Reporter information, medical history, onset date of concomitant drug and lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation: uterus/migration of essure device location of device: uterus (left coil)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included diazepam (valium), ibuprofen from (B)(6)2017 to (B)(6)2018, iron and loratadine (loratab). On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headache"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed/bleeding like crazy/abnormal bleeding (general)"). In (B)(6)2017, the patient experienced alopecia ("hair loss") and dental caries ("tooth decay"). In (B)(6)2017, the patient experienced pelvic pain ("pelvic pain"), polycystic ovaries ("autoimmune diagnosed:polycystic ovarian syndrome") and vision blurred ("blurry"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("started bleeding very heavily/clots are coming out the size of golf balls"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), headache ("headaches"), dry mouth ("dry mouth"), iron deficiency anaemia ("anemia"), asthenia ("feel very weak/ feel drained"), nervousness ("shaky"), nausea ("nauseous"), pallor ("pale"), weight fluctuation ("weight fluctuates"), abdominal distension ("belly swollen and hard"), chest pain ("chest pain") and palpitations ("heart palpitation") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dermatitis allergic, hypersensitivity, polycystic ovaries, psychological trauma, vaginal infection, fatigue, alopecia, dental caries, hormone level abnormal, headache, vision blurred, weight increased, dry mouth, iron deficiency anaemia, asthenia, nervousness, nausea, pallor, migraine, weight fluctuation, abdominal distension, chest pain and palpitations outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, asthenia, chest pain, dental caries, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, nervousness, pallor, palpitations, pelvic pain, polycystic ovaries, psychological trauma, uterine perforation, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: if no removal planned: unable to afford surgery currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social medial: menorrhagia, asthenia, nervousness, nausea, pallor, abdominal distension, weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event chest pain, heart palpitation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.